Event description:
The bact alert fa bottle is a microbial growth monitor. The customer opened a postive bottle and spilled some of the contents on the arm. The bottle was positive for klebsiella pneumoniae. The technician cleaned the arm with bleach. No further medical treatment was necessary and the technician was not injured. Biomerieux sent the customer the proper security procedures to use when handling a positive bottle as the customer was not following these procedures.